Event description:
No additional information.

Manufacturer narrative:
Correction: (b) corrected date of event per event description. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
On the morning of (B)(6) 2025, while administering intravenous fluids to patient (B)(4), the assigned nurse discovered leakage at the connection point between the catheter tubing and the needle hub during reinsertion. The nurse immediately communicated with the patient to obtain consent, removed the catheter, reinserted it, and subsequently reported the incident to the head nurse.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.